Manufacturer narrative:
The device log files were reviewed and the reported issue was confirmed. The fse performed a checkout of the device and the device passed all tests. As the investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016 that during use the ssc screen went blank and the display unit displayed a yellow triangle. The clinician powered down and powered up the unit, and finished the case without problems. No injury was reported as a result of this event.